Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.". The relevant sections of the device history records for mlp-049200 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having some difficulty progressing since left ventricular assist device (lvad) implant. They had been extubated but then required re-intubation and were on and off inotropes. The patient was having right ventricular failure so it was decided to place the patient on a centri-mag right ventricular assist device (rvad). Echocardiogram prior to lvad implant showed global right ventricular systolic function was low normal. Echocardiogram post lvad implant showed moderate to severe reduced right ventricular systolic function. The right heart failure was not caused or contributed by a device related issue. The patient was unable to extubate but remained stable.